Event description:
It was reported corrosion was discovered in the air delivery/drape support accessory of an eye surgery stretcher during surgery preparation. There was no pt involvement and no adverse events are reported.

Manufacturer narrative:
The air delivery/drape support attaches to an oxygen tank and provides air circulation to the face of a pt if covered by a sheet while on an eye surgery stretcher. Or, it may act as a drape support mechanism. An air delivery/drape support was returned to the MFR on (B)(4) 2009, and an investigation is currently underway.